Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse performed testing to confirm issues with the vip. A new fiber cable was installed for testing /conformation. The fse replaced vip to correct errors found in logs. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 319 at startup was displayed. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs point to video display controller (vdcx) video image processor (vip) board. The tse had the site unplug the room monitor hdmi cable and power cycle and system powered back on and faulted again. Tried to power off and cycle the vision side cart (vsc) breaker with no change. The procedure was aborted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h3, h6 and h11. Device evaluation: the video image processor (vip) was received for failure analysis evaluation. The vip was visually inspected and no issues were found. The unit was installed onto a test system and powered on with no issues. The system was power cycled ten times, and an idle test was performed with no issues. The fiber cable was physically inspected with no issues. The light levels were also checked, and the values were within a normal range.